Event description:
Caller reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. The issue was resolved by changing the infusion set and cartridge and resuming insulin.